Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) detecting a high ventricular rate than an atrial rate due to under-sensing of the right atrial (ra) lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.